Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation as the lens was discarded. A product investigation was not performed and the reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The documentation shows that the production order was manufactured according to specifications. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification and the lens met the specified cosmetic requirements. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, the reported complaint was not confirmed and there was no indication of product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zct300 + 24.0d, was performed due to wrong hh-topography (hh=cornea). The lens was replaced with a model zcb00 about four days later. The lens was discarded. No additional information was provided.